Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Handle is leaking confirmed complaint: broken freeze trigger, insulator and inlet tubes as well as handles. Scrapped. Repair order 98091 1216677-2022-00156 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples: analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at wallach in 1993. The workorder number is not available and the original ship date is not known. Manufacturing record review: the manufacturing DHR is not available for review due to the unit being manufactured in 1993. Incoming inspection review: not applicable. Service history record: this product was returned on 02/22/2012 on repair number 64855. This product had a hole in the tubing and was repaired and returned to the customer. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98091 this unit was at csi on 03/21/2022. Visual evaluation: visual examination of the complaint unit revealed that the defrost trigger was broken. The white insulator tube and the internal stainless steel tubes were cracked. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped or it could be normal wear and tear. Fault code: user. Failure code: wear and tear. Correction and/or corrective action. The unit was not repaired due to excessive costs. The customer has purchased a new unit. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Handle is leaking. Confirmed complaint: broken freeze trigger, insulator and inlet tubes as well as handles. Scrapped. Repair order (B)(4). 1216677-2022-00156, ll100 cryosurgical 900001, e-complaint-(B)(4).